Event description:
It was reported that a cartridge change errors occurred intermittently. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer addressed elevated bg by changing the cartridge to resolve the issue and resuming insulin delivery, but ultimately reverted to multiple daily injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.